Event description:
Litigation papers allege that on or about (B)(6) 2009, pt was implanted with a depuy asr hip. Soon after, pt began having pain and/or stiffness in her hip area. Pt is expected to undergo another surgery in the near future to remove and replace the asr hip. Update (B)(6) 2011 - medical records received. The revision operative report indicates that synovial tissue had metal debris in it. Additionally, there was tingling and staining of the synovium.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.